Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal issue: clinical details note placement signal not reliable alarms during support. The pump was not removed due to this issue. Data log review shows the placement signal intermittently going out of range. When the placement signal was out of range, the contrast was seen oscillating between 3000/-3000. No product was returned. Upon review of the logs, it is apparent that the console is the potential cause of the issue. Please refer to 25-44075-2 for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the impella 5.5 had placement signal not reliable alarm. No patient harm reported.